Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1700287 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two clips were loaded to the jaws in broken condition. The user opened a new unit, however the same situation happened again so that it was replaced with competitor's products. No clips fell in the patient and no health injury occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a clip partially loaded incorrectly into the jaws. The rotation tab was bent and the sample appears used as there is biological material present on the device. Reference file anp1900062571 for investigation photos. The returned sample was reviewed with a r & d engineer. The partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to properly load. This was repeated with the same issue. However, the remaining clips were all able to fire properly and attach to over-stressed tubing. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. Two clips were remaining in the channel. The misloading of the clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another. The sample was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The returned sample was reviewed with a r & d engineer. The partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to properly load. This was repeated with the same issue. However, the remaining clips were all able to fire properly and attach to over-stressed tubing. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. Two clips were remaining in the channel. The misloading of the clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another. The sample was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. Reference attached file anp1900062571 for investigation the reported complaint of "clips loaded in broken condition" was confirmed based upon the sample received. One device was returned. The device was received with its rotation tab bent. Upon functional inspection, 2 of the clips were unable to properly load into the jaws of the applier. The misloading of these clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another. The clip stacking would prevent clips from properly loading and could also cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that two clips were loaded to the jaws in broken condition. The user opened a new unit, however the same situation happened again so that it was replaced with competitor's products. No clips fell in the patient and no health injury occurred.